Event description:
The sales representative reports the kit is not reading correctly. The items were in contact with patient but no patient injury was reported. Additional information was provided by the sales representative on 07/2002. The physician was using the icp catheter with the licox unit. A second catheter was used and did not function well. Catheter fit down the channel but did not go into the brain. The catheter did not register icp reading. Physician decided not to use the icp catheter with the licox unit. The physician chose to use a fluid filled system to monitor icp instead.